Event description:
It was reported to manufacturer that the vns patient was seen for a follow up appointment with the treating physician due to a sudden onset of not sensing normal delivery of stimulation. A system diagnostic test was performed which revealed high lead impedance, and the device was not able to deliver the programmed settings. The patient reported having a seizure in november in which she fell and hit her chest. At the time of the fall, the patient was still feeling stimulation and the patient was not seen by the treating physician to have the device checked to confirm proper device function. The device has been disabled and x-rays were taken to assess the continuity of the lead and the generator. The x-rays were sent to manufacturer for review, and there were no obvious anomalies observed on the x-rays that could be contributing to the high lead impedance. The patient subsequently had surgery where the generator was replaced. Diagnostic tests performed intra-operatively revealed normal device function with the new generator connected to the existing lead. Due to the hospital policy on returning explanted devices, the explanted generator has not yet been returned to manufacturer for analysis, however it is expected to be returned in the near future.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities or anomalies visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.